Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient noted good effect on august 21 and was happy with their new settings. The intermittent stimulation seemed to be resolved.

Manufacturer narrative:
Continuation of d10: product ID a710, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The caller reports the patient had a fall and was requested to see the patient, as the patient was reporting intermittent paresthesia unrelated to positional changes. Caller reports patient was feeling some stimulation when she came into the clinic. Caller reports patient started to notice her paresthesia stimulation started changing about a couple of weeks ago. Caller do not know when the fall was. Caller reports the stimulation was not consistent, comes and goes. Caller reports when patient connected to her implanted with her controller, the ins was showing 10% charged, could not deliver stimulation. Caller reports they performed a passive recharge with antenna locator ranging from 97-98. Caller reports patient was able to charge her implant up to 70%. Mdt rep interrogated her device, saw an error message, he thought he had taken a picture, but did not saved and do not recall the error message. Confirmed the ins was 70%, impedance checked was normal. But when he went to check patient's parameters, all the settings were deleted. Caller reports patient did not have any medical procedure done recently or around emi. Caller reports he was able to reprogrammed patient successfully. Caller reports he will be seeing patient tomorrow.